Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that a few hours after changing the battery pack, the monitor prompted to change the battery. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (prompts to change after a few hours) has been confirmed. As received, the battery would not charge when placed in the charger, but did power on a monitor. Upon evaluation, in 32 minutes, the remaining charge capacity dropped from 1900 mah to 0 mah. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.